Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the tablet programmer had shown impedance issues so they had connected with the 8840 to confirm impedance checks. The 8840 wiped out all patient information, programming, and turned off the dbs when it was connected. They reconnected with the tablet programmer and had to reprogram the entire battery. Impedances were not able to be checked with 8840. The issue had not resolved. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the 8840 wiping the patient settings was not determined. The issue has been resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.